Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue, however, while doing so, the customer inadvertently performed the load fill tubing sequence while connected to the site. As a result, customer¿s blood glucose (bg) level dropped to 38 mg/dl. Low bg was addressed by consuming carbohydrates in the form of juice, fruits, glucose tabs, and sugar water. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events.